Event description:
Elderly female with persistent atrial fibrillation w/ rapid ventricular response underwent an ep (electrophysiology) study with drug stimulation, ablation of atrial fibrillation of the pulmonary vein. Upon removal of the left femoral arterial sheath, the distal portion of the sheath was retained and could not be accessed percutaneously. The provider elected to leave the retained portion and place. There was evidence of good hemostasis noted on ultrasound as well as following manual compression. We removed the sl2 sheath and left the short 8-french sheath and placed on the right side. Additionally, we placed a right femoral arterial 5-french sheath for blood pressure monitoring. At this point, we concluded the procedure. The patient was extubated and transported to the holding area for further observation and bed rest. A surgical consultation was obtained, and the patient was taken to the or (operating room) for emergent exploration of the left common femoral artery and the left common femoral vein with repair of the left common femoral artery in 2 locations anteriorly and posteriorly, and exploration of the left common femoral vein with a venotomy and extraction of a 6 cm intravascular catheter and then repair of the left common femoral vein. An intraoperative vascular us (ultrasound) of the bilateral external iliac artery and vein and the bilateral common femoral artery and vein as well as the left superficial femoral and profunda arteries.